Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic sigmoidectomy, scissoring occurred when the device was used on the proximal end of the inferior mesenteric artery. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information received: scissoring occurred at the first firing on the left coronary artery. The distal part of the clip was slightly lifted before the firing.